Event description:
A physician attempted to stent a lesion in the iliac with a wavemax stent. While advancing, the stent stretched and the distal struts flared. The physician could not advance it and successfully deployed the stent proximal to the lesion. Two devices of another brand where used to complete the procedure. There were no injuries experienced by the pt.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.